Event description:
It was reported that, during a meniscus repair, the t2 implant of three (3) fast-fix 360 was stuck and could not be deployed. The t1 implant was removed from the patient with tweezers. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed three devices were returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were not returned. Bio debris is present. Device two showed the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is at the tip of the needle. Bio debris is present. Device one, the t1, t2, and suture were not returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation of device one showed that it will cycle as intended. Device two showed manipulation as per the IFU, allowed the actuator to return to the pre-t2 position then cycle it off as intended. Device three showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.